Event description:
A cartridge alarm was reported by the caller, but there was no adverse impact on the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump. The customer was advised to use a multiple daily injection therapy as a backup and informed that the replacement pump would not be compatible with their current sensor. They were instructed to return the faulty pump to tandem within 10 days to avoid charges and to program their settings into the new pump. The customer acknowledged all instructions and the replacement pump was dispatched.